Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual analysis revealed two kinks. One kink was located towards the proximal end and was protruding out of the slit on the guide wire tubing. The other kink was adjacent to the distal weld. Microscopic examination revealed white particulate inside the guide wire tubing adapter. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component was additionally noted. The bubbling and the particulate likely contributed to the resistance encountered by the customer, which led to the kinking. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". An attempt to insert the guide wire was performed; however, resistance was encountered at the proximal opening of the needle cannula, which prevented the guide wire from passing. This test was repeated with a lab inventory guide wire. Minor resistance was encountered from inside the cannula; however, the guide wire was able to pass. The exact location or cause of the resistance cannot be visualized. Manufacturing was contacted as part of this complaint. They confirmed that this is a verified teleflex issue via a previously opened CAPA. The manufacturing dates for the lot #'s in question occurred prior to CAPA implementation (07-oct-2024). A device history record review was performed, and a relevant finding was identified. Non-conformances were initiated to address the issue of "arterial-swg/needle resistance, kinked" and "arterial-swg kinked in package/prior to use" (respectively). Further analysis confirmed that this is the same failure(s) involved with this complaint and is being further investigated in a previously opened CAPA. The reported event was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed particulate on the catheterization device as well as a 'bubble' on the supplied guide wire hub component. These defects created resistance between the guide wire and the cannula. A CAPA was previously implemented to address this issue. The CAPA investigation determined that the root cause is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (october 2024). Teleflex will continue to monitor and trend for reports of this nature.